Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/24/2015 with the following findings: evaluation revealed that the pump was returned with the up and down arrow buttons on the keypad inoperable- all others responded intermittently. The keypad is torn at the up and ok buttons. Evaluation revealed that there was contamination found on button contacts. Multiple loss of prime warnings eaw 162 were observed in the black box with low non zero force. A dim display- letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display and contamination under the buttons. This report is made based on results of investigation completed on 12/23/2015.